Event description:
It was reported that the physician's tablet was being upgraded but could not proceed past the software upgrade step. The screen was "frozen" at the software deployment part of the procedure. The tablet was restarted but once the restart completed, a windows message stating "setup is updating registry" lingered on the screen before a "setup executable error" appeared. "The program cannot start because of a driver issue. Try re-installing the program" was the specific message. When a backup software install flashdrive was used, the tablet was then able to proceed past the software install and verify that no issues were detected per device manager. The suspect software install flashdrive has not been received by the manufacturer for analysis to date.

Event description:
The suspect software install flash drive was received by the manufacturer for analysis. There were no observed anomalies with the usb drive or upgrade software application file. The cause for the incorrect operation was due to user-error as the batch file name was not typed in correctly during the upgrade process. Use of the proper batch file name resulted in successful upgrade functionality.